Event description:
On (B)(6) 2020, the physician reported that impedance of left ventricular lead was greater than 3000 ohm and there were crt interrupted episodes that showed noise on left ventricular lead. On (B)(6) 2020, the physician decided to extract the lead and to implant a new one.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual inspection. Ligature marks were noted 40 cm distal to the is4 connector pin. 2 cm proximal to the ligature marks, the lead body was found deformed and the conductor cables leading to the first and second ring electrode were broken. This damage is assumed to be the root cause for the observed out of range pacing impedance. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical stress as the result of the lead body being bent sharp immediately proximal to the ligature sleeve. Further damages, like the cuts into the insulation 40 cm distal to the is4 connector pin, most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.